Event description:
It was reported by the rep that the device was used during laparoscopic nissen fundoplication. It was reported the surgeon was using trocars for the case and a loss of pneumo and "hissing" was noticed. The inspection of the trocars showed tears in the diaphragm. On the 512sd, the tear was noticed prior to any instrumentation being inserted. The case was completed with other trocars (reusable). There was no consequence to the patient.